Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced two faulty cassettes that leaked during pd treatment and would not let door close on cycler. Upon follow up, the patient contact verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The fluid leaks occurred during unknown phases of treatment. The patient did complete the treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The patient is using the same cycler. The cycler sets are not available to return as samples.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced two faulty cassettes that leaked during pd treatment and would not let door close on cycler. Upon follow up, the patient contact verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The fluid leaks occurred during unknown phases of treatment. The patient did complete the treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The patient is using the same cycler. The cycler sets are not available to return as samples.